Event description:
During a check-out procedure at the manufacturer's service center, the device's lcd screen appeared to be black . The device was not in patient use. The device's lcd display was replaced to address the issue.